Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output following the patient's complaint of chest pain after implant of their implantable cardioverter defibrillator (ICD) system. An echocardiogram was subsequently performed and no visual signs of perforation could be confirmed but the physician still suspected it to be the case due to the patient's symptoms and observed loc. A revision procedure was performed wherein the lead was repositioned. At that time, the patient began to develop a pericardial effusion for which a pericardiocentesis was performed. The patient was then stabilized and monitored in recovery. No additional adverse patient effects were reported. This system remains in service.